Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, urinary and bowel problems, organ perforation, recurrence, vaginal scarring, other unspecified injury, emotional distress and extrusion. The plaintiff also experienced recurrent urge incontinence, urinary frequency, recurrent urinary tract infection and intermittent dysuria. The plaintiff underwent a revision surgery. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as diffuse b cell lymphoma, atrial fibrillation and non-ischemic cardiomyopathy.